Event description:
Device malfunction: shaft separation. Time of malfunction: during procedure. Symptoms: none reported. It was reported that after the stent was successfully deployed in a non-calcified, non-tortuous right internal carotid artery, the physician experienced resistance trying to remove the acculink. Upon removing the device, the inner and outer portion of the device broke near the handle. The dr was able to successfully remove the device and there was no intervention. There was no reported injury and no add'l info available.

Manufacturer narrative:
Results: quality engineering was unable to determine a specific root cause for the shaft separation. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood and contrast in the shaft and on the handle. The stent was deployed and not returned. The inner hypotube was detached at the bond site to the support hypotube and completely separated from the catheter. There was an appearance of black max adhesive present at the proximal end of the inner hypotube for a length of 4.3 cm. The inner hypotube was intact and the correct length. There was a kink in the bayonet portion of the hypotube 2.3 cm proximal to the distal end of the inner member hypotube. There was a kink of the inner member 17.9 cm proximal to the end of the tip. There was a bend in the support hypotube 3 cm distal to the strain relief tubing. There was no other damage noted. The handle was in the unlocked position. The slider was in the distal position. Upon opening the handle, there were no anomalies noted to the internal parts. The catheter was returned in the new bio-hazard box and coiled. Quality engineering reviewed the incident report and the analysis of the returned device. The visual analysis revealed that the inner hypotube was detached at the bond site from the support hypotube and the inner hypotube and the shaft were rec'd as two separate units. Kinks were observed in the notched section of the hypotube and on the inner member and a bend was noticed on the support hypotube. Upon further investigation of the inner hypotube, the length was within the specification and an appearance of black max adhesive was present at the proximal end for a length of 4.3 cm. The cause of kinks and the bend is unknown. However, engineering was able to reproduce the hypotube-to-hypotube failure on a catheter by manipulating the handle. Initially, the catheter was held upside down from the distal tip to confirm that the components are intact. Fixing the distal end of the catheter, the handle was gently rotated several times clockwise followed by counter clockwise rotation at different angles. Then, upon holding the catheter again from the distal tip, it was noticed that the inner hypotube became loose from the support hypotube with similar appearance of adhesive at the proximal end. In this particular complaint, quality engineering was unable to identify a conclusive root cause for the reported incident. A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. Quality engineering was unable to determine a conclusive root cause; however, it does not appear to be related to a stent delivery system quality issue. Engineering will continue to monitor. This MDR is considered closed by the quality assurance department.